Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 950 mg/dl at the time of the incident. The customer treated with a syringe. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and the pump did not produce any audio during the self test. The customer attempted an audio test but did not hear any alarm. The insulin pump will be returned for analysis. Frn-unk-rsvr; unomed set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history. Insulin pump received with broken belt clip rails, serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).